Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Refer to medwatch 2032227-2014-21679.

Event description:
Customer reported a broken belt clip. The blood glucose reading was 48 mg/dl. He also reported that he used the sensors for 5 days and was advised to wear them for only 3 days. Nothing further was reported.